Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. No qualification records could be reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer's father reported that his son's blood glucose reached 420 mg/dl after wearing the pod for a day. His son observed that the cannula looked a little bent when the pod was removed. The customer threw the device away by mistake.